Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the saw attachment device stopped working properly while the bone was being cut by the surgeon. It was reported that the device could not be used and another saw attachment was used by the surgeon. It was reported that the patient had some bone damage as a result of this event. It was reported that there was a 15 minute delay in the procedure. There was patient involvement. It was not reported if/ what medical intervention or prolonged hospitalization was required as a result of the event. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device failed visual assessment, check of free movement and the device bearing had seized. Therefore, the reported condition was confirmed. A review of the service history record indicated that the device history is not relevant to the current complaint and/or service process findings. The assignable root cause was determined to be due to component failure from normal wear.